Event description:
It was reported that during the low anterior resection, the device was inserted as usual. The anvil was attached, closed into firing range, disengaged locking mechanism and fired. Dr then opened the instrument 1/2 to 3/4 turn and tried to remove it. It would not come out of the rectum. He finally removed it after the anastamosis let go and inspected the staple line. The staples formed perfectly, but the stapler did not cut. He then inserted another device and fired, all went well. Device was discarded by the hospital staff. Pt condition is unk. 1.5 hours extended surgical time as a result of this event.